Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical, and visual testing. The fsr found broken wiring inside the centrifugal drive motor connection. The centrifugal drive motor was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) was not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) found that the green and brown wires were broken at the solder point, and the ground wire was broken at the cable jacket. The srt replaced the drive motor cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.